Event description:
It was reported that the right ventricular (rv) thresholds had increased significantly the night after the implant, and by morning thresholds were high. The right ventricular (rv) lead was explanted and replaced, however after twenty minutes in recovery the patient¿s heart rate dropped into the twenty beats per minute range. Testing showed acceptable numbers, and the issue could not be reproduced. Upon moving the patient off the table the patient paused, and the loss of capture was thought to be a device issue. The patient was opened up and the set screw was fine, but it was decided to explant and replace the device. Prior to being hooked up to the new device the threshold on the replacement lead was found to be fluctuating. The lead was repositioned, hooked up, and the outputs were set high. The replacement lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).